Event description:
It was reported in the emergency department a secondary infusion of methylprednisolone infused faster than expected with lvp 8100 in use. The order was for methylprednisolone 1000mg 55 ml to run 55ml/hr. The nurse programmed the infusion to be administered over 60 minutes. After 5 minutes into the infusion the nurse noticed that half of the infusion bag had gone in. Another nurse double checked the infusion set up and no programming errors were noted. Pcu sn (B)(6). Lvp sn (B)(6). There was no reported patient harm.

Manufacturer narrative:
The customer¿s report that a secondary infusion of methylprednisolone infused faster than expected was not replicated during testing. During physical inspection the right (male) iui date code 04/18 (april 2018) was observed with corrosion. The door latch date code 6/13 (june 2013) was observed with a crack on bottom front. The sear (cavity code 6) was observed with a crack near the set screw. Some fluid ingress was observed along the inside bottom of the rear housing. Review of log files indicate suspected event date as (B)(6) 2020 since this was the last infusion on the source device. Based on the logs, the source device is selected and the user programs secondary infusion, methylprednisolone 1000mg/55ml intravenous (drug ID 305) at 9:01 am, at a rate of 55ml/hr and a vtbi of 55ml. The infusion was started at 9:01 am. The pump module infused until 9:07 am when it was paused by the user. The user selects device and restarts secondary infusion at 9:09 am. The pump module is channeled off and then pcu power off at 9:09 am. The total volume infused was recorded as 5.302ml. Rate accuracy testing was performed on the source pump module s/n (B)(6). The source device was found to be delivering fluid in specification. The incident administration sets were not returned; therefore, could not be tested. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear failed to engage the safety clamp when the door was opened on all ten (10) test trials. This is not believed to have contributed to the reported overinfusion event since the log contained no safety clamp open alarms at the start of the infusion. The root cause of the customer¿s report that a secondary infusion of methylprednisolone infused faster than expected was not be identified in this investigation. A review of the device history record showed the device had a manufacture date of 02/16/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported in the emergency department a secondary infusion of methylprednisolone infused faster than expected with lvp 8100 in use. The order was for methylprednisolone 1000mg 55 ml to run 55ml/hr. The nurse programmed the infusion to be administered over 60 minutes. After 5 minutes into the infusion the nurse noticed that half of the infusion bag had gone in. Another nurse double checked the infusion set up and no programming errors were noted. Pcu sn (B)(6). Lvp sn (B)(6). There was no reported patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a secondary infusion of methylprednisolone infused faster than expected with lvp 8100 in use. Pcu sn (B)(4). Lvp sn (B)(4). There was no reported patient harm. Although requested further information was not provided.